Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the patient that after inserting a new set of lenses, they obtained an eye infection (os). The patient was undergoing treatment for two weeks and during that time seized contact lens wear. The patient advised that they scheduled an appointment with their ophthalmologist as they felt that their (os) eye has permanent damage. A reasonable and good faith effort has been made to establish a line of communication and to gather additional information without results.